Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)/gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test.". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, cystitis, nausea, vaginal haemorrhage, tooth disorder, migraine, weight increased, vaginal discharge, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. New events abnormal bleeding (vaginal), dental problems, migraines/headaches, perforation (uterus), vaginal discharge, weight gain, abdominal pain were added. New reporter, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and embedded device ('tightly embedded essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test.". The patient's medical history included pelvic pain female, cervicitis and squamous cell metaplasia. Concurrent conditions included overweight. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/gen. Abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy vaginal laparoscopic assist and hysterectomy vaginal laparoscopic assist). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, allergy to metals, cystitis, nausea, vaginal haemorrhage, tooth disorder, migraine, weight increased, vaginal discharge, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: mr received. Reporter information, medical history added. Event: tightly embedded essure coils added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and embedded device ('tightly embedded essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test." The patient's medical history included pelvic pain female, cervicitis and squamous cell metaplasia. Concurrent conditions included overweight. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/gen. Abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy vaginal laparoscopic assist and hysterectomy vaginal laparoscopic assist). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, allergy to metals, cystitis, nausea, vaginal haemorrhage, tooth disorder, migraine, weight increased, vaginal discharge, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.